Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with dislodgement and failure to capture observed on the left ventricular lead; the patient had briefly received diaphragmatic stimulation. On (B)(6) 2018 the lead was explanted and replaced. No further information was reported.